Manufacturer narrative:
Insulin pump had unresponsive buttons at esc and act due to unlocked keypad connector during visual inspection. Unable to perform operating currents, self test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no delivery alarm and failed battery alarm due to unresponsive button. No button error alarm during testing. However, corrosion was found at the keypad traces. Insulin pump received with broken battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump buttons was not responding, unexplained no delivery alarms and insulin pump rejects battery. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.